Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The extension tubing of a transfer set, pur yellow, clave¿, 10 units reportedly leaked an unspecified fluid/infusate at the spike area of the device during a patient infusion. There was no harm to the patient.